Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: c174awk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 407652, implantable pacing lead, implanted: (B)(6) 2009; 419678, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that patient developed staphylococcal infection, cardiac failure, and gastritis erosive duodenitis following a right ventricular lead revision. The patient was hospitalized and received antibiotic therapy. The device and leads remain in use. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.